Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. DHR review was completed for the subject lot number 63773179. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63773179 for similar events and three other complaints were identified. Review completed utilizing keywords: infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that in (B)(6) 2022, the patient was presented with a loss of left upper 5 and left upper 6, and two implants were implanted after examination, with good primary stability. On (B)(6) 2022, the patient felt that there was fluid outflow from the dental implant position and came to the hospital for examination and found infection, so the implant was removed.

Event description:
It was reported that the implants at tooth sites #25, and #26 were removed due to infection.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown/not provided. G4: additional PMA/510(k) number - k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.